Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7232cx implantable cardioverter defibrillator (ICD), (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high, rising impedances indicative of exit block/scar tissue build up at the lead tip. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory further indicated the impedance trend on the rv pacing lead was rising. The analyst noted an rv lead impedance warning occurred (B)(4) 2011 for pacing impedance greater than 3000 ohms. The analyst further noted that starting in 2011, rv bipolar lead impedance consistently measured 3500 to 3996 ohms. High capture/thresholds could not be verified.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.